Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend stopped working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have no failures. The instrument was placed and driven on an in-house system that passed the recognition and engagement tests. The instrument passed all testes. The complaint regarding the instruments stop working was not confirmed by failure analysis. Additional observations not reported by the site found the instrument to have a broken housing near the grip open lever. The instrument was also found to have a missing grip open lever.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend stopped working, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument for failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend stopped working in the middle of the case and had to be replaced. The vessel sealer clamped and made the noise that it is working; however, it would not finish/complete the cycle. It was unplugged and re-plugged it in which worked for a minute then stopped again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer failed to complete the cycle and seal multiple times while dividing tissue. It had been working without any problems previously during the case. No errors occurred, but the cycle would not complete. It was not in contact with any clips or suture or any other material other than tissue when the problem occurred. No unexpected additional bleeding as a result and there was no evidence of vessel calcification. It was not immersed in any liquid and the vessel sealer was not exposed to chemotherapy or radiation prior to procedure.